Event description:
It was reported that patient experienced an inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.